Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the left ventricular (lv) lead exhibited high capture threshold. The lv lead was explanted and replaced. The patient experienced no consequences.

Manufacturer narrative:
The reported event of high capture threshold was not confirmed. A complete lead was returned in two pieces. Electrical testing, visual inspection and x-ray examination were normal with no anomalies found except for the damages found consistent with procedural damage.